Event description:
It was reported that the pulse generator would not accept the ventricular lead. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.